Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-04132. It was reported the patient passed away on (B)(6) 2019, it was noted the patient's death was not related to the scs system.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2019-04132.